Event description:
During remote follow up, post paced t- wave oversensing and noise on the atrial channel were observed on the device. No intervention has been performed. The patient was stable and will continue to be monitored.